Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing of t-waves while programmed on the secondary vector. The patient was tested in clinic including isometrics, but there was no reproducible noise or arrhythmia. The vector was reprogrammed to primary. While in primary vector, there were three untreated episodes as well as another electric shock while the patient was sitting. Technical services (ts) provided troubleshooting including recommending a chest x-ray and reprogramming back to secondary vector. The patient was further tested in clinic including a treadmill test. Therapy was turned off for this system. It was noted that the physician was considering a therapy upgrade. After device episode analysis, it was determined that the inappropriate shock while programmed in secondary was due to a rate-dependent morphology change. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.